Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and getting stuck on the start screen. As a result, defibrillation therapy would be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the issue was due to a failed system pcb assembly. The device was unable to be repaired due to part obsolescence. The device was scrapped by physio-control.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process and getting stuck on the start screen. As a result, defibrillation therapy would be unavailable, if needed. There was no report of patient use associated with the reported event.